Event description:
Pt received a sulzer orthopedics inter-op acetabular shell implant in 2000. In 2001, the implanted device was explanted. Pt's operative findings indicate that there was no evidence of bony ingrowth to the acetabulum. The original implant was a 49mm acetabulum with a porous ingrowth, large body 12.0 prosthesis and a -4 head.